Manufacturer narrative:
Concomitant medical products: product ID ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became syncopal and fell possibly fracturing their ankle. The right ventricular (rv) lead was noted to have an increased threshold. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.